Event description:
The customer reported the surgeon performed a lateral lumbar interbody fusion (llif), during the procedure, he removed the existing breckenridge peek. It is reported there is no indication of any product issues, the patient was experiencing pain. The peek was placed approximately one year ago, the exact date is unknown.

Manufacturer narrative:
The product will not be returned as the surgeon sent it to pathology; therefore, no product evaluation is able to be conducted. The part and lot history of the implanted unit is unknown; therefore, the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.